Manufacturer narrative:
The event of a patient unable to connect with their ipg was reported to abbott. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may had been used. The ipg could not be recovered. The plan was to trial the patient with a pain pump. The ipg would be replaced or explanted depending on the results of the trial. As of 04 apr 2023, the rep was informed since there are no further updates or interventions planned at the time the record would be closed. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not placed into surgery mode. Surgical intervention may be taken to address this issue at a later date.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.